Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 500+ mg/dl at the time of the incident. The customer determined that there were air bubbles in the tubing. The customer stated that they already threw away the infusion set. The reservoir will not be returned for analysis.